Event description:
It was reported that the patient lost consciousness when their blood glucose (bg) values that dropped to 42 mg/dl. A ambulance arrived to render help. For treatment, the patient was given no treatment, due to regaining consciousness. The pod was worn longer than 48 hours on the abdomen. The patient was discharged after 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.